Event description:
On (B)(6), a ECG monitoring procedure was performed. A tzmr (ecario verite) monitor and stable base sbw55 ECG electrodes were used. The duration of the procedure was 30 days, patient completed 24 days. The skin type was described as normal and the general state was normal. The patient medical history was described as thyroid condition and minor food allergies, the skin was washed with soap and dried. The skin has not been disinfected, not been shaven. The patient was discovered to have developed skin reactions. "Irritation, whelps, marks". The size of the injury was described as a one inch circle. It was also reported that the electrodes were applied on the patient's chest area. The upper chest below the clavicle and under the breasts near the bottom of the rib cage were reported to be the locations of the injury on the body. Gel residues of the electrodes were removed with water and soap. The skin reaction was treated with cortisone cream.

Manufacturer narrative:
(B)(4). Retained samples of the same lot were inspected visually and for their ph. In addition, (B)(4). No reaction or deviation could be observed. The retained samples were within specification. No further incidents have been reported to us of the involved lot number in question. No conclusion can be drawn to what has caused the allergic reactions.